Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the exchange is the need for more stability of the fracture. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on (B)(6) 2019 that a sign fin nail implanted to repair a fracture was replaced to add stability. The fin nail was replaced with a 12mm x 400mm standard im nail per the sign technique manual. Surgeon comment: "patient had fin nail placed originally, but was noted by dr. To be unstable postop. As such, it was revised to a standard sign nail."